Event description:
Unk time - customer gave a manual injection of 7.00u and removed the pod. The customer mentioned that there was a brown substance around the cannula which may have been dried up blood.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.